Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: five samples were received by our quality team for evaluation. The samples were subjected to visual inspection. All samples were observed with a deformed package, the bottom web of the unit package had shrunk and become deformed near the end cap of the venflon pro part causing it to be forced open at the opening tab. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing process was reviewed. There is no process in the manufacturing that would cause this nonconformance. This batch was packed by a manual pack process, the operator would detect this nonconformance during this process if the product unit pack was deformed by the manufacturing process. Therefore, this nonconformance could have occurred out of the manufacturing process. The probable root cause for the product deformation leading to an open seal could be due to the product being exposed to heat during handling. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 50 venflon pro 0.9mm x 25mm catheters' packaging units were found damaged with open seals. The following information was provided by the initial reporter: "packaging was found melted and dented as if it had been exposed to heat." Via bd investigation: "the returned samples show the deformed package with open seal near the end cap area."